Event description:
Nurse reported that customer was admitted as an inpatient to a hospital for daibetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal.